Event description:
Additional info received noted iris close to wound adhered to tip, resulting in oval pupil. No intervention at this time. Pt condition reported as fair.

Event description:
Reporter noted corneal burn occurred during procedure. Pt reportedly doing well.